Manufacturer narrative:
The initial report had the incorrect information in summary narrative. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that customer was hospitalized and that insulin pump was removed after the second incident of low blood glucose on (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers family member reported via phone call by the customer's next of kin that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of below 20 mg/dl at the time of the incident. The caller did not state how they customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was taken off the pump after this event. Troubleshooting was not completed. The customer later passed away after being taken off the pump for several months. The insulin pump will not be returned for analysis.